Event description:
The customer called to report multiple off no power, bad battery and low battery alarms. Troubleshooting was performed and found that the customer has tried different batteries and continues to get the same alarms. The reported blood glucose reading was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to verify any alarms due to the blank display.